Event description:
Pt admitted with throat pain. Cardiac cath with percutaneous transluminal coronary angioplasty was performed. This case was complicated by the inability to enter the left femoral artery, the right femoral artery was tortuous with obstruction, common iliac was unable to be re-entered and the inability to enter brachial artery (couldn't advance wire). During stent placement the stent catheter was too short. The catheter was pulled back into guide and back over wire. The wire was left in place. The guide/sheath, stent balloon and stent sheath were pulled back over the wire. Unable to identify location of stent. High resonance fluoroscopy was performed, however, stent location not identifiable. Pt discharged in stable condition on 2/14 without further surgical intervention.